Manufacturer narrative:
One day later the device was explanted and successfully replaced. The right ventricular (rv) lead was also surgically abandoned. A new rv lead was implanted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. It was reported that the patient had a heart rate in the 30's. An external transcutaneous pacemaker was placed in the patient to provide pacing therapy at a rate of 75 pacing pulses per minute (ppm). A device interrogation was performed remotely which indicated that the device had not yet declared elective replacement indicator (eri) and had a magnet rate of 90 ppm. The device was programmed to dddr 60 with no other rate enhancements. Boston scientific technical services (ts) suspected loss of capture (loc) due to increased pacing threshold measurements or another issue. The pacing output was currently programmed at 2.5 volts at 0.6 milliseconds. The last in office check was approximately one month prior, but there was no indication that a threshold test was performed. The patient is pacemaker dependent. The presenting electrogram (egm) indicated some odd signals, which was likely the result of the external pacemaker. Ts recommended interrogating the device with a programmer to verify pacing threshold measurements. No additional adverse patient effects were reported.